Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. Per the reporter the patient had been experiencing elevated blood glucose the day before the hospitalization. The morning of the hospitalization she awoke and her blood glucose was >400 mg/dl. She went to the hospital around noon and was admitted with a blood glucose >300 mg/dl she went to the hospital. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.